Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed, and the complaint was not confirmed by failure analysis. The universal seal did not have any missing pieces, and no physical damage was found. The seal was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an item from the universal seal fell into the patient. The customer noticed it while removing the gallbladder, returning the reducer cap, and the little piece that came off it. The wrist of the instrument was straightened upon removal. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.